Manufacturer narrative:
E1. Zip code: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant, malposition, rupture.

Event description:
Healthcare professional reported "pain", "prosthetic displacement diagnosed by prosthesis palpation", "intracapsular rupture", "silicone gel has touched the patient", "prosthetics folds", ¿silicone observed inside prosthesis¿ fold¿ and "several intra-prosthetic water drops¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.